Manufacturer narrative:
Additional narrative: conclusion and justification status for MDR: examination of the submitted tibial block confirmed breakage in zone 2. Review of the design file confirmed the segmentation, proposal design and block were designed to trumatch specifications. A device history record review was performed and no related discrepancies were discovered during this review. Follow-up correspondence found a depuy non-recommended saw blade was used during the surgery. The root cause is attributed to user error. No evidence was found indicating trumatch product error was a contributing factor to the breakage and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4).

Event description:
Trumatch tibial block broke during sawing. A non-whale tail 1.19 stryker blade was used.